Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed precision testing on four patient samples, which did not pass. The ccc requested the customer to flush the reagent probe 1 with hot water. The customer replaced the integrated multi-sensor technology (imt) sensor. The customer ran a diluent check, which failed. The ccc requested the customer to rerun diluent check with fresh bottle of diluent solution, if the pump rate is stable. The ccc requested the customer to perform super condition prior to diluent check, if the pump rate is not stable. As per the ccc request, the customer performed troubleshooting. The customer replaced tubing when the pump rate was stable. The customer performed diluent check, which passed. The customer ran quality controls (qc), which were within range. The customer ran new patient samples and obtained results as expected. The cause of the discordant na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on four patient samples on a dimension rxl max without hm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower for patient sample 1 and, higher for patient samples 2, 3, and 4. The repeat results were reported to the physician(s). The customer ran five replicate precision testing on the samples on the same instrument, which resulted in imprecision. After performing troubleshooting, the samples were repeated again on the same instrument, resulting higher for all four patient samples. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.